Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19 during "normal pumping". The customer's blood glucose (bg) level was approximately 400 mg/dl. The customer loaded another cartridge and insulin delivery was resumed. The alarm did not reoccur. The customer delivered a bolus via the pump to address the bg level.